Event description:
It was reported that before using 5 bd vacutainer® sst¿ blood collection tubes, the customer noticed the tubes were deformed. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows that the side of the hemogard shield is damaged and folded under itself. Additionally, a total of 30 retained samples underwent visual inspection for a broken or damaged hemogard shield, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged shield. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using 5 bd vacutainer® sst¿ blood collection tubes, the customer noticed the tubes were deformed. No patient or user impact reported.